Event description:
It was reported that approx 79 days following deployment of a liberte' monorail stent, an in-stent restenosis occurred. The liberte' stent was deployed in the proximal left anterior descending artery (lad) at 14 atms. No pre-dilation or post-dilation was required. The physician attempted to treat the in-stent restenosis with a cutting balloon; however, the cutting balloon would not inflate. The in-stent restenosis was then treated with poba. No pt complications were reported, and pt status was reported as 'fine.'

Manufacturer narrative:
As the stent remains implanted and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.